Manufacturer narrative:
(B)(4)

Event description:
It was reported that both lenses came out halfway and the surgeon could not then advance them into the patient's eye. Reportedly, it would not screw out any further. There was no patient injury.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 12/16/2015. Product evaluation: the returned device was visually inspected under microscope at 10x magnification. Scarce ovd (ophthalmic viscoelastic) residue was observed inside the cartridge. The plunger was observed loaded as required and engaged. The cartridge was observed in the correct position, fully engaged into lower body of the pcb00 device system. The lens was stuck in the cartridge tip. One (1) of the lens haptics was observed detached. Based on the investigation, there is no indication of a product quality deficiency. The customer's report was verified. Manufacturing record review: the pcb00 lens manufacturing and process records were evaluated and the lenses were manufactured within specifications. The units were released according to specification. A search on complaints related to the production order revealed that no other complaints for this production order were received. Labeling review: the directions for use (dfu) for the tecnis® iol with the preloaded delivery system were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses and with use of the preloaded delivery system. If the instructions are not followed as required, the device can fail. All pertinent information available to abbott medical optics has been submitted.